Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt206 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the photographs identified a buldge in the bowl of the water trap, affecting the seal between the lid and the bowl. Conclusion: the reported leak is likely due to misassembly, leading to the water trap bowl not fully engaging with the lid. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the user to empty the water trap. The user instructions that accompany the rt206 adult ventilator circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt206 adult ventilator circuit was found leaking air prior to patient use. The healthcare facility identified that the leak originates from the water chamber. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt206 adult ventilator circuit was found leaking air prior to patient use. The healthcare facility identified that the leak originates from the water chamber. There was no reported patient involvement.